Event description:
A malfunction on the customer's pump was reported, but no notable events occurred prior to the incident. There was no adverse impact to the customer's blood glucose level. Technical support arranged for a replacement pump, as the pump could not be reset and was included in a field correction. The customer will switch to an alternate insulin delivery method temporarily and will receive a pump with updated software. Technical support provided instructions on storage mode and the return process, ensuring the problematic pump would be returned within 10 days to avoid charges. The customer was informed about the necessity to program their settings into the new pump and connect it to their cgm.